Event description:
After using this material for the first time, rptr observed that its no different than the most common bone replacement material on the market. The firm promoted this product as superior and different than anything else. Rptr feels that the firm's promotion of this product is misleading. Rptr had no other complaints about the material and no pt incidents to report. (*)